Manufacturer narrative:
Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Concomitant devices: radiolucent drive and adapter device, battery devices, battery casing devices, coupling attachment device and cutter device. Reporter¿s complete mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation for humeral diaphyseal fracture, the small battery drive device stopped working. While placing 2 distal screws on the nail, it was observed that the small battery drive device stopped working before completion of the drilling on the anterior side of the cortical bone. It was further reported that the device was being used with a radiolucent drive device which was reported to not be working properly and a drill bit which did not rotate properly and the drilling could not be performed. It was noted that the drilling was done from the upper (anterior) side to the lower (posterior) side of the bone. It was also reported that the small battery drive device was being used with a drill bit device, two batteries and battery casing devices, a quick coupling attachment device, a radiolucent drive device adapter and a radiolucent drive. It was reported that there was a 30 minute delay in the surgical procedure and a spare device was available in order to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.